Event description:
The customer states that the insulin pump went into suspend mode and deprogrammed itself. The customer also stated that there was no delivery of insulin, and alarmed weak signal. The blood glucose reading was 70 mg/dl compared with the sugar glucose reading of 125 mg/dl. Troubleshooting was declined. The current blood glucose was 163 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.